Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effect of angina is listed in the xience sierra instructions for use (IFU), as a potential adverse event. The investigation was unable to determine a conclusive cause for the reported stent break; however, the subsequent treatments appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the patient was implanted with a xience sierra stent on (B)(6) 2018.the patient was hospitalized on (B)(6) 2020 with chest pain and it was noted that the stent had fractured. The patient was treated with anti coagulation medication and remains stable. No additional information was provided.